Event description:
The pt's father stated that part of the soft cannula on the subcutaneous infusion set stayed in his daughter's site when the set was removed. The father also statted that he was not able to remove that portion of the cannula from his daughter's site. The pt had gone to the hospital and did undergo a surgical incision to remove the cannula. They did not find anything; however a closer look at the cannula revealed that it had crimped rather than come apart. Therefore, no cannula was left in the pt's body.